Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump. The customer's blood glucose was 542 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.